Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the field representative was inquiring how to turn off the respiratory rate trend and minute ventilation feature as it was causing oversensing and right ventricular (rv) pacing inhibition. It was also noted that there was an alert from the remote home monitoring system for high out of range pacing impedance measurements of greater than 2000 ohms on another manufacturer's rv lead. A revision procedure was performed. During the procedure fluoroscopy did not reveal any significant findings. The rv lead was tested on a pacing system analyzer (psa) and yielded within range measurements. Subsequently the device was explanted and the rv lead was surgically abandoned.